Event description:
Reporter indicated that patient's ncp system was explanted due to abscess and infection. The patient was originally scheduled for vns implant in 2002, but after opening up the patient in the operating room, the surgery was aborted and the patient was not implanted with the ncp system at that time because of an issue with written consent. The patient was later implanted with the ncp system after which the neck incision was not healing properly. Between 10/02 and 2 weeks later, physician noticed what was reported to be msra infection forming at the neck site and the patient had also developed an abscess in the left breast. Physician attempted to drain the abscess, but then decided that it was bad enough to warrant explant of the ncp system.